Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
The plastic at the tip of the catheter split during the technique. See attached photos for january events each time, the breakage is noted once the catheter is in place. No injury to the patient, however this creates risk for infection.

Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. There was one other complaint reported in the lot. One catheter was returned for review. Visual inspection found signs of use with the presence of dried bodily fluids. Visual inspection of the catheter found a crack in the luer/hub. Several complaints for this part number have previously been received regarding a cracked hub resulting in leakage, and a CAPA was initiated to address this issue. The CAPA is currently in the effectiveness phase and will evaluate the corrective action implementation for effectiveness to prevent a recurrence of this issue.